Event description:
It was reported that the patient presented to the hospital after receiving an alert for atrial tachycardia/fibrillation. Cardioversion through the device was unsuccessful. The high voltage impedance was found to be low and out of range. The patient was successfully cardioverted with external defibrillation. The atrial threshold was found to be unacceptable. The device was explanted and replaced. All values were good with the replacement device. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and the high voltage output circuit was found to be damage. An arc mark was noted on the device can. Further evaluation indicated the presence of lead material. The output damage was caused by hv therapy delivery into a low impedance load. The cause of the low impedance load was consistent with that caused by arcing between the hv conductor and ICD can. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.